Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the root cause was determined due to user fault. Leak is caused by a not well applied o2 sensor.

Event description:
It was reported to vyaire medical that the bellavista1000 having tf alarm 401 - inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. However, customer confirmed that technical error 401 was resolved by tightening the o2 sensor. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.